Event description:
It was reported that the pt was undergoing an l5-s1 tlif. After insertion of the rods on both sides of the spine, the surgeon was not able to engage the set screws in the pedicle screws. It was not possible to continue the surgery per the surgical technique, and the surgeon had to revert to a mini-open procedure to place the set screws. This resulted in difficulty achieving satisfactory compression of the interbody device as well.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional product info. Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.